Event description:
Adverse event: "patient had less than desirable outcome" (postoperative refraction, unexpected). Product problem: "none reported" (no information [iol (intraocular lens) implanted]). A surgeon reported a patient experiencing a less than desirable outcome following bilateral intraocular lens (iol) implant surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/02/2010, 03/05/2010, 03/08/2010, 03/10/2010, 03/17/2010, and 03/22/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 02/24/2010 and 03/22/2010. (B) (4). (B) (4). (B) (4).